Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The butt bond seal was compromised; there was body fluid present in the seal all the way around. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermistor/magnetic sensor resistances measured in spec and were typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. Tip offset measurement showed that the device was tracking. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-rays were taken of the butt bond area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that tracking issues, noise and an error message occurred. During an ischemic ventricular tachycardia (vt) ablation procedure with an intellanav oi ablation catheter, the catheter was inserted into the left ventricle and sporadic disappearing of the catheter occurred. After a few minutes, the system displayed error 1114-2: magnetic sensor broken. The physician continued with the catheter configured as an impedance catheter. Then, the signal became very noisy during ablation. After another few minutes, the distal bipolar signal was flat on both the rhythmia and ep recording system. The procedure was completed with another of the same device. No patient complications occurred. Device analysis revealed the butt bond seal was compromised and there was body fluid present in the seal all the way around.